Event description:
It was reported that a final driver fractured during use. The fractured fragment was retrieved and discarded and another driver was used to complete the surgery. There was no impact on the patient.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. This report is relaying additional information. Device evaluation: visual inspection revealed the tip is fractured. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the instrument was being used or handled at the time of the damage. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use and compatibility: this device is used for treatment. A follow-up report will be submitted if additional information is received that changes the information in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a final driver fractured during use. The fractured fragment was retrieved and discarded and another driver was used to complete the surgery. There was no impact on the patient.